Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down, without prompt, while booting. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed all incoming tests, and the behavior could not be confirmed by log analysis. As preventative measures, the hard drive was reconfigured and the software was reloaded and updated, the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down, without prompt, while booting. The programmer was returned for service. There was no patient involvement.